Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had an intermittent power issue. Reportedly, there was moisture behind the display and the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture damage observed in the battery compartment. A leak test showed a battery compartment leak. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on using a test battery cap and was exercised for 12 hours with no power loss or power interruptions occurring. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.